Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was claimed that device failed pressure transducer test during pre-use check. Identification of issue has been done by analyzing problem description, service report and device's logs. There was no patient involvement. According to the information provided by the technician, the air and o2 gas modules were replaced by the customer. The issue has been resolved and the device was delivered to the user in working condition. The gas modules regulate the inspiratory gas flow and gas mixture. The faulty gas module may lead to stop of ventilation, low o2 or high pressure. Evaluation of received device's logs confirmed occurrence of pressure transducer test failure. The root cause to the reported issue has not been determined.

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).